Manufacturer narrative:
The device has not yet been received for evaluation. This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote.

Event description:
It was reported that the patient returned to clinician with a fractured zirconia abutment. The abutment appears to have fractured at the top portion of the post, the abutment remains seated to the implant until the remake is delivered. No patient injury or infection reported.

Manufacturer narrative:
After review of the DHR (verification report) and 3shape (abutment export), the design is within specification. Based on the investigation results, and information provided from the customer, no specific root cause can be determined. Inspection of returned abutment confirmed that the fracture is above the seating surface of the abutment. When a fracture on an encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the design of the screw access hole. Evaluation result: fracture problem (FDA 3252) and evaluation conclusion: design deficiency.